Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complained on (B)(6) 2022 the pump is under delivering and experiencing high bgs. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08735 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. No delivery was noted on (B)(6) 2022 10:08 pm -- 10:23 pm in history files on event date during bolus. Confirmed (12.8) units of normal bolus was delivered on (B)(6) 2022 between ( 06:33 pm) and (10:31 pm). Pump was cut open to perform visual inspection and found moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: scratched case, cracked belt clip rails. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer was treated with manual injection with high blood glucose. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at the time of the event. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.